Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report # 2210968-2017-03479. Please see medwatch report # 2210968-2017-03479 for all information regarding this event.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced mesh exposure, requiring mesh removal. No additional information is available.